Event description:
It was reported that during a knee surgery there was a problem with the tubing. The pump went out of control and when the surgeon opens the valve that connects the optic to the irrigation, the malfunction is visualized. There was a hyper-pressure at the irrigation outlet connected to the optic. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 22-mar-2023 further information was provided. After the patient was installed and the surgical drapes were put in place, the connections were made of the different elements including the one on the arthrex column. The tubing was inserted into the arthropump, the green light and white arrows were displayed => connection ok. The irrigation tubing was connected to the 3l bag of saline, the others on the aspi spider. When the pump was launched, an unusual noise occurred, but the tubing was purged and the pump did not display any error message. It was noticed that the tip of the saline connection to the tubing was bent and it was corrected. The surgeon made an incision and inserted his optic into the joint. The pump was restarted and the same scenario was repeated, the pump got out of control and when the surgeon opened the valve that connected the optic to the irrigation, the malfunction was visualized: there was a hyper-pressure at the outlet of the irrigation connected to the optic. The patient's knee got abnormally swollen. The pump went into error and it was impossible to restart it despite turning it back on and checking the connections. The entire device was changed: water inlet and outlet tubing and saline bag. This way the pressure was regulated and no more unusual noises occurred, the intervention went on without any other difficulties.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-6415 serial/batch number (B)(6) was received for investigation. Functional testing with the ar-6480 dual wave pump found that the device fails many times when attempting to run; the pressure rises and then falls. Upon visual evaluation, it was noted that the neoprene sleeve was collapsed/compressed. It was also noted that the connector appears bent. The most likely causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump.